Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted as it is unknown if the result were reported to patient and/or medical personnel. The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. Cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446125190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems ((B)(4), product code: qlt). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4). (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 58/68/8800 systems. The alleged 7 samples generated influenza a negative results on the cobas 8800. The samples were repeated on other platforms (cepheid and in-house method) as influenza a positive. It is unknown if the results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue.

Manufacturer narrative:
Roche received customer complaints alleging the generation of false negative influenza a (flu a) results and late flu a target CT values with the following cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems in relation to other platforms. These allegations are specific to recently circulating mutations (single or double mutation) in h1n1pdm09 pertinent to the region of interest to the aforementioned tests. The identified mismatches have been increasing among h1n1pdm09 sequences deposited to the gisaid database. In silico analysis performed by the roche global surveillance team of available sequences within the gisaid database has identified two new single nucleotide polymorphisms (snps) within the region of interest of the cobas® sars-cov-2 & influenza a/b test for use on cobas® 6800/8800 systems. In vitro transcript model studies and testing cultured virus indicate there is impact on the test¿s sensitivity. Consignees have been informed to monitor for negative influenza a results that are inconsistent with clinical presentation and/or other clinical and epidemiological information. Additionally, consignees are reminded to review the tests¿ instructions for use, specifically the intended use statements and procedural limitations sections, which provide guidance on how negative results should be utilized and mutations within the target regions of the tests can impact detection, respectively. Note that for the sample that generated a negative result upon retest with a laboratory developed test, it is possible that the titer from this sample is below the limit of detection of the cobas 8800 assay. ----- corrected b6 and b5 to reflect the information provided regarding sample retests. Date of event corrected to 21oct2022 as data for 1 sample was provided.

Event description:
The alleged 7 samples generated influenza a negative results on the cobas 8800. One sample was retested on 3 other platforms; positive with cepheid and in house flu typing (h1), and negative with a laboratory developed test. No retest information was provided for the other 6 samples, only that they were alleged to be false negative for h1n1.